Event description:
Blood flow was dropping and arterial line pressure was low, yet there was good venous return. The perfusionist noticed that the venous reservoir bag had collapsed. The bag was removed and the kink removed. The pt did not suffer any detriment due to the incident. The device was disposed of by the hosp.